Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. Troubleshooting was performed. It was found that there was an issue with the infusion set. The customer¿s blood glucose level was 400 mg/dl. They had not yet treated for the high blood glucose. The customer stated they would call back after seeking medical attention. The device will not be returned for analysis.